Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used perifix 401 filter set with lor,g18 without packaging. The provided sample was subjected to a visual examination. In the area approx 98 mm from the catheter tip, the used catheter is sheared off. The structure in the shorn off area is (slanted / bent) and sheared off. The shorn off part with the catheter tip was handed over by the customer. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Therefore we assume of an application error. We rule out a manufacturing fault since the catheters are taken to a 100 % examination and no mechanical damages or manufacturing faults are allowed. A follow-up report will be provided after the DHR was checked.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): 9 cm of catheter broke in patient's body.